Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the primary follow-up post implant, the pacing impedance was high and out of range and there was an increase in the capture threshold of the right ventricular (rv) lead. At the secondary follow-up, the capture threshold had increased again. An echocardiogram was performed and revealed a pericardial effusion due to a suspected perforation; the patient was asymptomatic. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead with stylet partially inserted was returned for evaluation in one piece. The reported events of high pacing lead impedance and high capture thresholds were not confirmed. Electrical and x-ray examinations did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies except for damage consistent with procedural damage. A tip stiffness test was performed due to the reported event of suspected perforation, the results were within specification.